Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It's essential to highlight that the customer has not been using dye-free, fragrance-free liquid as specified in the instructions for use. Additionally, the customer has expressed a desire not to return the device. They intend to refrain from placing the mask in the soclean 3 and will only use the soclean device to care for their pap hose.

Event description:
Customer reports (red bumpy rash on face & nose. Md seen and prescribed a steroid cream.